Event description:
Surgical laser. Max output: 120 w instead of 150 w. Unaware of pt involvement.

Manufacturer narrative:
Rod damaged. Output coupler mirror damaged. Traces of humidity inside resonator. Substituted optical components.